Event description:
The surgeon attempted to insert a one piece collamer lens model cc4204bf and the lens got stuck in the cartridge and tore, while advancing. The lens was not implanted, but there was pt contact. No injuries reported.